Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Failure analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Applicable risk documentation and experience with events of similar circumstances were considered; events with audible tone alarms are most often attributed to momentary disconnections between the controller and batteries. Heartware is investigating momentary disconnections. Per the instructions for use (IFU): the controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The IFU cautions the user to always have a backup controller and batteries available. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that a patient noted a "long drawn out beeping sound" when one of his batteries were connected. The battery was exchanged with no reported patient consequence and this appears to have resolved the issue.